Event description:
No new patient or event information to report since the previous medwatch was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a cystolithopaxy a device tip/foreign object was discovered from a pervious case, believed to have come from the resectoscope and caused resistance. The foreign object was suspected to be from a cook® single-use holmium laser fiber but could not be confirmed. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence. Additional information was received on 12dec2021: the fragment that was removed turned out to be approximately 10cm in length and was clearly a laser fiber complete with the blue cladding. They noted the locking mechanism for the working channel of the resectoscope was not released prior to attempting to remove the device and this may have caused the breakage. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number other than the related complaint (cook reference number: 348554). A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: warnings ¿ do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. ¿ should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Precautions ¿ a number of different factors affect the life of any particular fiber, including: ¿ extended lasing at high power ¿ continuous lasing with the fiber tip in contact with tissue ¿ lasing with a contaminated or damaged proximal end ¿ improper handling ¿ poor beam alignment or focus ¿ never subject fiberoptics to sharp bends in handling, use, or storage. ¿ always keep connector-end dry and free from contaminants. ¿ discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. ¿ ferrule dust cap should stay attached when the fiber not connected to the laser system. ¿ do not use this laser fiber in the presence of flammable anesthetics or combustible materials. ¿ do not exceed recommended power limits. Cook has concluded that the most likely cause of the failure is unintended user error. The locking mechanism for the working channel was not released prior to removing the fiber, potentially causing the break. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 12dec2021: the fragment that was removed turned out to be approximately 10cm in length and was clearly a laser fiber complete with the blue cladding. They noted the locking mechanism for the working channel of the resectoscope was not released prior to attempting to remove the device and this may have caused the breakage.

Manufacturer narrative:
Name and address: postal code: (B)(6). Occupation: administration officer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a cystolithopaxy a device tip/foreign object was discovered from a pervious case, believed to have come from the resectoscope and caused resistance. The foreign object was suspected to be from a cook® single-use holmium laser fiber but could not be confirmed. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.